Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The alarm history contained both a motor position encoder error and more than one motor error within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported receiving a failed battery test alarm. The customer stated that they went through two new batteries. The customer stated that contacts were not missing or damaged. Troubleshooting could not be completed due to multiple motor errors. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed. Pump passed displacement test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Unable to confirm alarm due to overwritten history file. Pump was monitored and tested with no failed battery test noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.